Event description:
The dr had difficulty inserting the iab. The iab leaked. The iab was removed and another was inserted. (Event complications: unk-reported 9/3/97.) (Pt's current status: unk-rpt'd 9/3/97.)